Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the surgeon found it difficult to cut the tissue. He said that the handle was too hard to manipulate. There was no pt consequence.

Manufacturer narrative:
Tracking #.47585. Date sent: 10/15/1998. D5,6; h4: info not available, device not returned for analysis.